Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 165 mg/dl. Customer also received a motor position encoder error alarm and an unexpected restart alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The insulin pump has a47 alarm noted due to corrupted history file and unable to test for a21 error test due to motor error alarm and unable to confirm e70 alarm due to overwritten with a47 alarms in alarm history screen. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.